Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. (B)(4)

Event description:
It was reported that the patient's device system was explanted due to bacteremia with right sided endocarditis. It was also reported vegetation was seen on the pulmonic valve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.